Event description:
It was reported via repair work order that the patient left stir-up was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the calf support did not latch due to a broken ball joint assembly. Customer provided with parts to do repair

Event description:
It was reported via repair work order that the left calf support did not latch due to broken ball joint assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: replacement parts on order.